Event description:
It was reported that the surgeon inserted a visian icl (implantable collamer lens model micl 12.6mm in 2008, and the patient is experiencing halos and glare postoperatively. The lens remains implanted. The patient has ocular hypertension.

Manufacturer narrative:
Results- a work order search was performed for similar complaints within the search and no similar complaints were found.